Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "warnings] method for use: when catheter is inadvertently removed, inspect the balloon and shaft of catheter for rupture, defect, etc. Before inserting a new catheter. [Fragment of the balloon or segment of catheter may remain in the bladder.]. Do not pull the catheter hard. [The catheter including a balloon may be damaged or the bladder/urethral mucous membrane may be injured.]¿. Since it may be difficult to remove catheter even after balloon deflation in some cases, the catheter should be removed under the physician¿s instructions by reference to the section ¿troubleshooting¿. When deflating balloon, allow balloon to deflate on its own; do not aspirate with a syringe. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the balloon cannot be removed.]. When inserting catheter with a stylet, confirm that the stylet has reached the tip of the catheter, and make sure to keep the stylet in place inside the catheter during insertion. [The stylet may exit the side hole to damage the urethral mucosa.]. Applicable patients. Use with great care for patients with disturbance of consciousness, etc. [When patient removes catheter unconsciously, the mucosa of the bladder and urethra may be damaged, balloon may be ruptured, catheter may be broken, and catheter fragments may be left behind in the bladder.]". The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that a (B)(6) year old, white, male patient, admitted with chest pain, had a foley catheter placed during a CABG surgery on (B)(6) 2018. On (B)(6) 2018, the foley catheter was irrigated and replaced due to it not draining. On (B)(6) 2018, the foley catheter was replaced again. The nurse stated that the patient had a large amount of sediment in his urine. An order was placed to flush the catheter twice a day to ensure that it was still flowing. The nurse reported that the patient expired on (B)(6) 2018 due to complication from his surgery and respiratory failure requiring a trach to be placed. The nurse stated that the patient expired unrelated to the use of foley catheter. The patient also had a history of stage 3 kidney disease and was placed on dialysis.